Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for patient age, for patient weight, for report submission date and to report device evaluation results. Update for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.